Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker entered safety mode. As a result, this pacemaker was explanted and successfully replaced. A few days following the procedure, the patient called technical services (ts) and asked about the battery life. Ts noted the patient thought the explant procedure was a battery replacement procedure. No additional information was provided. No additional adverse patient effects were reported. This pacemaker was returned for analysis.